Event description:
Customer called reporting his blood glucose went high yesterday due to a bent cannula, but the device never alarmed no delivery. Customer's blood glucose level is 136 mg/dl. On the status screen, customer had 157.4 units of insulin left in the reservoir. Customer stated that yesterday, his blood glucose went up, so he bloused to bring it down. His blood glucose stayed high until he changed his infusion set. Customer's blood glucose lowered after the infusion set change. Customer said he did not want to perform the high pressure test at this time because he did not want to change out his infusion set. He advised that he would call back later after performing the test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.